Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pocked discomfort for about a month and the pocket began to swell. The implantable cardioverter defibrillator (ICD) system was explanted and cultures were positive for infection. No further patient complications have been reported as a result of this event.